Event description:
The facility representative reported failure code 812:02. Information was not provided regarding whether or not the failure occured during a patient infusion. The hospital representative stated that there wer no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of fail code 812:02 was confirmed in the event history. Corrosion on pump head module printed circuit board at r131 and c66 caused this fail code. The pump head module assembly was replaced.